Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that the clinician experienced difficulty inserting a inner cannula into a tracheostomy tube while in use on a pt. The caller reported that the tube was replaced without incident. Upon visual insepction of the removed tube, the caller claimed that a indentation was observed near the fenestration of the tube.